Event description:
Overdelivery reported. The pump was set to infuse regular insulin, concentration not specified but thought to be 100u/100ml ns at 1ml/h. Nurse reported that "approx 20ml infused" but no time frame was specified. The pt was "monitored with accucheck blood glucose levels hourly" for an unspecified period of time. The accucheck results were not available. The pt did not experience any adverse effects. Customer report source states no add'l info is available, but she will send a medwatch form. The form was received and it did not contain any add'l info.